Event description:
The customer reported to olympus the gastrointestinal videoscope had reduced angulation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle and foreign objects on the plastic distal end cover, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle and were on the plastic distal end cover. Due to this clog, the water removability did not meet the standard value. These findings were due to insufficient cleaning or handling of the scope. It was also observed that water tightness was lost due to a pinhole on the channel tube. It was observed that the up and down knob did not move smoothly due to damage on the body control unit. It was also observed that the control unit was dirty due to water leakage caused by water invasion in the device. It was observed that the forceps could not be inserted smoothly due to damage on the channel tube. It was also observed that the connecting tube had a dent and buckling due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, video cable, image guide protector, and on the protector of the universal cord on the control section side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the customer does not delay the start of precleaning on the equipment after use. During the precleaning process, it was unknown if the customer supplies air and water through the nozzle. It was unknown if the customer flushes the air and water nozzle with detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. The reprocessing status could not be confirmed because the information was not available. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf-170 series operation edition. Instruction manual gif/cf-170 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.